Event description:
It was reported that approximately one year and three months post port placement via the left internal jugular vein, the catheter was allegedly found to be damaged upon x-ray examination. It was further reported that the port system was removed and another new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the identified fracture issue as a partial compound break was noted approximately 4.5cm from the distal end of the cath-lock and a partial circumferential break was noted on the catheter approximately 5.4 cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. Upon infusion, leaks from the partial breaks on the catheter were observed. However the investigation is inconclusive for the reported material integrity issue as there was no objective evidence obtained from the provided sample. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the identified fracture, wear and deformation issue as a partial compound break was noted approximately 4.5cm from the distal end of the cath-lock and a partial circumferential break was noted on the catheter approximately 5.4 cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. Upon infusion, leaks from the partial breaks on the catheter were observed. However the investigation is unconfirmed for the reported material integrity issue as the more specific damage such as fracture was identified during investigation. Also the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and three months post port placement via the left internal jugular vein, the catheter was allegedly found to be damaged upon x-ray examination. It was further reported that the port system was removed and another new port system was replaced. There was no reported patient injury.

Event description:
It was reported that approximately one year and three months post port placement via the left internal jugular vein, the catheter was allegedly found to be damaged upon x-ray examination. It was further reported that the port system was removed and another new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.